Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and cracked lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 54 mg/dl. The customer stated that, prior to the alarm occurring, she had had the insulin pump in an awkward position between her arm that may have triggered the button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.